Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6)2014, to report an intermittent out of range alert on (B)(6)2014. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of an intermittent out of range signal. The root cause was determined to be a failed transmitter. A CAPA has been initiated for this issue.